Event description:
It was reported to boston scientific corporation that a resolution clip device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was unable to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter alternative phone: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.